Manufacturer narrative:
(B)(4). The uniplate 13mm one level plate (product code: 1897-21-013, lot number: avhfdl) and the two uniplate 14mm self-drilling screws (product code: 1897-07-014, lot number: avdbm4, avdbm7) were returned to the customer quality unit if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The plate and the two screws both show signs of use, but no clear damage. A number of superficial surface markings are on the top of the plate. The cams of the plate and the heads of the screws both feature some minor material deformation as all require tightening. The sides of the screw heads feature scuff marks where the side of cams came in contact with the screw heads. No other markings or deformations are present on the returned screws. The returned images are sufficient to clearly show that one of the two screws had backed out postoperatively. None of the markings on the returned products are capable of clearly defining a potential cause of the report of the screw backing out of the plate postoperatively. More evidence is necessary to determine a potential root cause. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the plate backing out and the screws loosening cannot be determined from the samples and the information provided. A potential root cause cannot be determined from the minimal surface markings and the returned images.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision c6/7 acdf. Following the primary procedure a c6/7 acdf on (B)(6) 2016, the inferior screw 189707014 backed out of the uniplate 189721013 and the cage 173301105 had subsided into the inferior endplate (see attached x-ray's and intra operative images). Surgeon revised this patient on (B)(6) 2017, removing the uniplate, screws and cage and putting in iliac crest autograft and a skyline plate with screws. The procedure was successful and the patient was well post operation. No further information is available.